Manufacturer narrative:
The sample probe was changed and after this, everything was back to normal. The reporter states they did not receive any alarms indicating the sample probe was defective. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 6 patient samples tested with multiple assays on the cobas c 503 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The following assays were involved: ck creatine kinase, ca2 calcium gen.2, crep2 creatinine plus ver.2, ggt-2 -glutamyltransferase ver.2 standardized against ifcc / szasz, ureal urea/bun, ua2 uric acid ver.2, crpl3 c-reactive protein gen.3t, ldhi2 lactate dehydrogenase acc. To ifcc ver.2, and phos2 phosphate (inorganic) ver.2. Refer to the attachment for all patient data. The samples were repeated on a second c 503 analyzer. The ck reagent lot number was 499587. The ca reagent lot number was 506989. The crep reagent lot number was 527584. The ggt reagent lot number was 524226. The urea reagent lot number was 508560. The ua reagent lot number was 595284. The crp reagent lot number was 490026. The ldh reagent lot number was 514350. The phos reagent lot number was 515627. The reagent expiration dates were requested, but not provided.

Event description:
.

Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling. Upon review of the alarm trace, aspiration alarms occurred on the system.